Event description:
A negative architect bhcg result of <2.0 miu/ml was generated on a pt sample that retested at 48.6 miu/ml on the same architect analyzer. The sample was collected in 2004. The pt's last menstrual period was a mo earlier. No impact to pt management was reported.